Manufacturer narrative:
An event regarding crack/fracture involving an adm impactor was reported. The event was confirmed. Method & results: device evaluation and results: visual analysis confirmed the returned device was fractured at the threaded end. Medical records received and evaluation: not performed as medical records were not provided or relevant to the event. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there has been one other event for the reported lot. Conclusions: this event is within the scope of a CAPA, the root cause was determined to be a design problem . If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
During tha, the surgeon assembled the ball impactor tip on impactor. When the surgeon hit mdm liner by impactor, the ball impactor tip was broken. Therefore the surgeon used the another impactor.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
During tha, the surgeon assembled the ball impactor tip on impactor. When the surgeon hit mdm liner by impactor, the ball impactor tip was broken. Therefore the surgeon used the another impactor.